Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Physical device investigation the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found to be deformed from the tip threads and the distal shaft threads. This can be related to the unable to assemble issue. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the helical blade/screw coupling screw would contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR) part:03.037.026; lot:5l01118; manufacturing site: werk bettlach. Release to warehouse date: 01 july 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1: initial reporter is j&j company representative. H3, h4, h6 photo investigation the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that 03.037.026, helical blade/screw coupling screw had deformed/bent tip. However, the reported condition of inability to assemble/disassemble for device remains unconfirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The provided evidence was not sufficient to confirm the reported event of inability to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the helical blade/screw coupling screw would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the helical blade/screw coupling screw was used during a tfna removal to aid in the removal of the broken tfna by threading into the top of the nail. However, when we attempted to use it afterwards to insert another blade/screw, it would not fit into either of the inserters because it is now bent. The surgery was completed successfully. There was no patient consequences. This report is for one helical blade/screw coupling screw this is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.